Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer went to the emergency room and was subsequently admitted to the intensive care unit due to a blood glucose (bg) level of 800 mg/dl and a high ketone level identified as dangerous by healthcare provider. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.